Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. Healthcare professional also reported "stable partially calcified circumscribed masses- not device related." Via ultrasound. Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ lump/nodule: unable to observe. As per the investigation procedure, wear abrasion, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, calcification, lump/nodule.

Event description:
Healthcare professional reported left side "rupture" confirmed via ultrasound. Healthcare professional also reported "stable partially calcified circumscribed masses" via ultrasound. Device has been explanted and replaced.